Event description:
An optease filter was placed in female patient. Three weeks later the patient was seen an outpatient at another hospital for retrieval of the filter. Per the retrieving physician, the patient was in a hypercoaguable state and had dvt extending at least into the iliacs prior insertion. The implanting physician used a femoral approach to implant the filter and advanced the filter through and beyond the clot. After the filter was deployed he administered thrombolytics to the site. Apparently, he also attempted to remove thrombus with an angiojet catheter. During the retrieval procedure it was noted that the caudal end of the filter was not completely expanded and the filter may not have been deployed in the correct place. Difficulty was experienced during attempts to snare the retrieval hook, in order to remove the filter. Eventually the physician accessed the filter from both femoral and jugular approaches with catheters and snares. Subsequently he was able to snare the hook. However, when he attempted to pull the filter out, the patient complained of pain. At that time he sent the patient for a CT scan and it was noted that the filter was not in the correct place and part of the filter was extraluminal. The attempt to retrieve the filter was aborted. The filter was left in place and the patient is currently asymptomatic. The product is not available for efvaluation and testing.